Event description:
The physician reported a history of over-sensing on the right atrial (ra) lead. The ra lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial over-sensing due to non-physiologic signals/sic (sensing integrity counter). Atrial lead noise over-sensing noted on multiple atrial tachycardia and atrial fibrillation episodes. Atrial lead sic count was: 6214 beginning 2014-01-27.